Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. There was no patient involvement.

Event description:
(B)(4). Case description: 8300 sn: (B)(4) customer was getting error code 500.5040. I explain to the customer that he needs to re flash his unit in order to clear this code. Case resolution: walked the customer through the flashing process in order for the customer to clear his error code. Once the flashing process was complete the customer said thanks and the call was ended issue resolved.